Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Customer satisfied with the product. Product is working as designed. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip (B)(4). Manufacturer contacted customer on (date) in a follow-up call in order to ensure the customer's condition since the initial call; unable to contact the customer via telephone at call backs on 12/26/2017 and 12/28/2017. At call back on (B)(6) 2017 the customer's condition had improved and they did not currently have any diabetic symptoms. The customer stated that the paramedics had taken her to the hospital on (B)(6) 2017. The customer's blood glucose test result when at the hospital was 900 mg/dl fasting. The hospital diagnosis was high blood sugar and the customer was given IV and insulin. The customer left the hospital (B)(6) 2017. There were no new medications/healthcare program suggested. An additional blood test performed with the truemetrix air meter produced result of 465 mg/dl fasting. Customer declined replacement of product as she believes meter is working as designed.

Event description:
Consumer reported complaint for e-5 error: test strip error. Husband is calling on behalf of the customer. The e-5 error occurred as soon as the blood sample was absorbed. The customer's expected blood glucose test result range was undisclosed. At the time of the call the customer reported symptoms of dry mouth and increased urination. Customer was going to go to the hospital. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 09/22/2018 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.